Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced and the patient has been asymptomatic since.